Event description:
The health care provider (hcp) via a manufacturer representative reported that the hcp planned to explant an implantable neurostimulator (ins) due to lack of therapy. The energy was increased, but the patient did not get symptom relief. The hcp met with the patient on (B)(6) 2016.